Manufacturer narrative:
See medwatch 2032227-2014-53392 for additional insulin pump information. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a no delivery alarm from her insulin pump. The customer's blood glucose level was 159 mg/dl. The alarm was discovered during standard troubleshooting for a motor error alarm received on the same insulin pump. The product has been returned. Nothing further was reported.